Manufacturer narrative:
Patient data was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Based on available information, the event appears related to inability to advance the impella due to patient specific vascular anatomy. The patient¿s survival outcome at explant was reported as death, though the exact time and circumstances of death were not provided. Reported failure modes included failure to advance and patient death. The death is conservatively being reported to the impella cp until further information is available. No device malfunction has been confirmed at this time; final assessment will depend on product evaluation and any additional clinical information that becomes available.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the delivery issue was determined to be patient condition as the impella cp could not be implanted in the ventricle because of the patient's vascular anatomy. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.